Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that his father drove him to the hospital. The blood glucose reading at the time of the event was 30 mg/dl. Customer passed out on bathroom floor and cracked four vertebrae. Customer stated that he did not eat. Customer was vomiting. The current blood glucose reading is 138 mg/dl. Nothing further reported.